Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the surgeon fired on tissue but it resulted in poor staple formation. He stapled another device over the previous one resulting in unanticipated tissue loss.